Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient expired on (B)(6) 2022. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was congestive heart failure.

Manufacturer narrative:
The lead was returned for patient death. As received, a partial lead (only connector portion) was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.